Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported, that during a surgical procedure. The bur overheated. It was also reported, there were no medical intervention and no adverse consequences as a result of this event. It was further reported, that the event caused a delay of a few minutes. It was also reported, that the procedure was completed successfully.